Event description:
It was reported that during a follow-up, the left ventricular lead exhibited high impedance. The pacing configuration was reprogrammed which yielded in-range impedance measurements. The patients medical condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.